Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1, "scope ID corruption error". And phenomenon 2, "b30 error" were likely, caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated circuit (ic) chip, capacitor, etc.) On the electrical board, due to stress from use, external factors or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation findings were as followed: due to damage on charged coupled device unit, b30 (scope communication error) occurred, due to corrosion on terminal of electrical connector, b30 (scope communication error) occurred, bending section cover rubber had a scratch, adhesive on bending section cover rubber had a chip, video connector had a scratch, due to wear of the forceps elevator lever, bending section cannot be fixed firmly, control unit had a scratch, grip had a scratch, up/down plate had a scratch, right/left plate had a scratch, switch 1 had a scratch, light guide cover glass had a scratch, video connector case had a scratch and due to wear of forceps elevator lever, bending section cannot be fixed firmly. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope had a scope ID data corruption error. The issue was found during an unknown therapeutic procedure. The procedure was completing using a similar device. There were no reports of patient harm associated with the event.